Manufacturer narrative:
Patient diagnosed with left-side capsular contracture, baker grade iii. Device removed and replaced with identical device.

Event description:
Patient diagnosed with capsular contracture baker grade iii - left-side device.